Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Pump received with stripped battery cap(p) coin slot. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was requested change battery without alert low battery and alarmed failed battery test. Customer blood glucose level was 80 mg/dl. Customer also stated that the battery cap was damaged. The device will be returned for analysis.